Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011 and suture was used. The needle broke during use. A cat scan revealed that a piece of the needle is retained in the patient. There is no plan to retrieve the needle at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.